Event description:
Customer reported hospitalization due to low blood glucose. Customer was in physician office and nurse asked was he ok. Customer went to his car, he passed out. The paramedics were called and he was transported to the hospital. The blood glucose reading at the time of the event was 35 mg/dl. Hospital treated with glucose IV. The current blood glucose reading is 150 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.